Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data, that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26. Component code: g03001. D8. Was this device serviced by a third party? No. An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated architect total b-hcg result on the architect i1000sr, serial number i1sr02963. Through an extensive investigation, the fsr found the assy, pipettor, complete with lls cable plug (rohs), part number 7-97004-03, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? Unknown. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total hcg result for one patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): initial result, on (B)(6) 2021, was 207, repeat was <1.20 miu/ml. There was no impact to patient management reported.